Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage. The lead segment was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, 368 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. Beginning (B)(6) 2014, rv capture threshold has shown high and variable measurements ranging from 1.25v to 2.5v. During the week ending on (B)(6) 2015, rv pacing impedance measured 2033 ohms, in a rising trend up from a trend in the 500-700 ohm range, (B)(6) 2014. Impedances continue to be high. Rv lead integrity warning occurred on (B)(6) 2016 for 2 or more vt-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead exhibited high impedance and episodes of oversensing noise. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.